Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. At 6:00 am on (B)(6) 2024, the patient called her daughter to go to her house because she was not feeling well. She couldn't walk and was lethargic, very thirsty and going to bathroom frequently but was dehydrated. The patient just stayed in the living room waiting for her daughter to take her to the emergency room, at that point the cgm reading was 400 mg/dl an she self-treated with 4 units of insulin. When she arrived to the hospital, they took a bg reading which was 676 mg/dl and treated the patent with IV insulin. The patient was hospitalized for 3 days. The patient reported that her omnipod pump was not providing enough insulin although the dexcom was reading 400 mg/dl. At the time of the report the patient was stable and fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.